Event description:
During preparation of surgery, the plate cutter was found to be broken. It has undergone repeated cleaning or sterilization, but it was actually used only two times.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken spring plug could be confirmed. The plate cutting pliers consists of the cutting blades assembly and the spring assembly. The jaw spring is broken off (see investigation image documentation). The visual investigation of the cutting pliers revealed that the jaw spring is broken in the middle and was returned. The fragments of the jaw spring have been bent outwards (to the outer side of the spring) and show a buckling of the material due to high bending forces. Both fragments show secondary cracks near the fracture line resulting from high bending loads. The crack area shows corrosion marks. Both fragments show a compression zone with material elevation, which is clearly visible. Fracture surface shows corrosion marks and the appearance of an intercrystalline forced rupture caused by stress crack corrosion. The edges of the plug and the jaw spring indicate deformations caused by loads of the other spring. The plug of the plug spring is bent inwards. The conclusion on the deformation direction of the plug and the irregular breakage direction of the jaw spring reveal that the jaw spring has been pre-deformed outwards due to the inadequate assembly of the spring, whereas the jaw was interfering the plug from the outer side to the inner side. The deformed jaw spring has been further weakened by stress crack corrosion and finally broke due to normal application loads. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During preparation of surgery, the plate cutter was found to be broken. It has undergone repeated cleaning or sterilization, but it was actually used only two times.